Manufacturer narrative:
Initial.

Event description:
It was reported that the user stopped announcing meals on the ilet after experiencing frequent post-meal hypoglycemia reported at 50 mg/dl and believed the algorithms were affected; the event involved improper or incorrect use of the device and the user interface, with troubleshooting, education, and additional training assigned. Symptoms included hypoglycemia with cold sweats, and urgent eating to correct. Outcomes included the need for oral glucose to treat the event without hospitalization. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, with a usage problem identified related to missed meal announcements and failure to follow instructions involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.